Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttj and lot number, 108761234 combination found no related information. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The contribution of the device to the reported event could not be determined.

Event description:
It was reported that on (B)(6) 2013 a patient underwent a left tka procedure. On (B)(6) 2017 the surgeon performed a revision left tka due to tibial loosening. During the revision surgery the surgeon explanted the following arthrex parts: tibial tray, ar-503-tttj, lot 108761234, femoral implant, ar-503-pslj, lot 108761211, bearing implant, ar-503-bj18, lot 113601221 and patella implant, ar-504-psd0, lot 113601237. The revision procedure was completed using another manufacturers product. The following has been obtained from patient medical records: records dated (B)(6) 2014: ap and lateral x-rays of left knee identified a well placed total knee prosthesis in good anatomic alignment, without signs of loosening, fracture, infection or other abnormalities. Records dated (B)(6) 2014: large effusion of left knee, range of motion examination of left knee demonstrated minor crepitus with motion. Left knee aspirated and injected. Records dated (B)(6) 2014: palpation of the left knee demonstrated patellofemoral region tenderness, but no medial or lateral joint line tenderness. Mild effusion of left knee. Prior august 2014 aspiration results of fluid testing were negative. Records dated (B)(6) 2015: left knee x-ray findings - prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. Records dated (B)(6) 2016: patient was doing well until working out in gym and knee swelled up. Some lateral compartment pain, buckling sensation of knee on occasion. Some mid flexion laxity on exam and continues with swelling. Surgeon discussed tibial revision but patient felt knee was livable at that time. Records dated (B)(6) 2016: x-rays shoed periarticular osteophytes and joint space narrowing. Pain in knee increased with activity and weight bearing. Interference with activities of daily living.